Manufacturer narrative:
Upon completion of the investigation it was noted that the device was tested for leaks and the investigation did confirm a leak at the 3 way connector were the icp tubing was connected, although it is not possible to determine the exact root cause for the problem reported by the customer it appears that the device may have been over tightened. As noted in the instructions for use stop cocks and ports should be finger tightened. The current quality inspection for these assemblies is established at 100% for leaks and blockages. A review of the history device records confirmed this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the there is a leak in one of the system connections. It was a potential infection risk. The system was replaced but the patient did not need to be submitted to a re-operation.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.